Event description:
It was reported that high voltage lead impedance was out of range. The lead was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.